Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A function assessment revealed that the hose / cord was pulled out of motor, the male pin was missing, the motor was power braked, the device only runs 49,000 rotations per minute and the device had loose set screw. Therefore, the reported condition was confirmed. Evidence suggests this was due to misuse at the customer site. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device had "intermittent operation". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.